Event description:
Info as provided to davol: during a laparoscopic hernia repair the sorbafix device was deployed four times, after which the device then would stick and would not deploy fasteners. A total of five sorbafix devices were used, each was reported as having the same issues with jamming and not deploying fasteners. After several attempts to fixate the mesh (bard sepramesh,) the mesh was removed. The surgeon chose to converted from a laparoscopic to an open procedure to facilitate completion of the case. There was no reported adverse outcome to the pt, aside from having to convert from a laparoscopic to an open procedure. Device: 2.

Manufacturer narrative:
A total of five devices and one sepramesh were returned for eval. The sepramesh was received with 52 tacks deployed into the mesh and six out of the 52 fasteners were noted to be proud. It cannot be determined which fasteners in the mesh were deployed from which sorbafix device. Initial measurements and a functional eval could not be performed on the second sorbafix device that was returned, because the handle was jammed and the mandrel was protruding from the outer cannula. In addition, a bend in the cannula was noted. An eval of the inner components found the clutch input gear to be broken and dried blood on the inner cannula. Eleven fasteners remained within the device. Based on the available info and the product eval, it appears that excessive resistance may have caused the cannula to bend and the input gear to break. A review of the mfg records was performed and there was no evidence of mfg related based on the reported event. The IFU cautions to avoid excessive trigger force as this may damage the device. See MDR 1213643-2013-00089 for info related to the first sorbafix used on (B)(6) 2013. See MDR 1213643-2013-00096 for info related to the third sorbafix used on (B)(6) 2013. See MDR 1213643-2013-00097 for info related to the fourth sorbafix used on (B)(6) 2013. See MDR 1213643-2013-00098 for info related to the fifth sorbafix used on (B)(6) 2013.